Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
MDR 1 of 3: it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) the customer experienced false positive results. Gram-staining confirmed the false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "staff have pointed out that 3 bactec anaerobic bottles on 3 different patients. Which were all within an hour or less of reaching their 5 day negative point, have all flagged as positive and were then deemed to be false positives and reloaded. None have grown any bacteria and the plot data is all unremarkable." Did you sub-culture and gram-stain all vials manually? Yes what was the result? No growth obtained. No organisms seen in gram. Were patient samples involved? All 3 were patient samples were erroneous results provided to clinicians? No if so, was there any negative impact on patients? No clinical impact.

Manufacturer narrative:
H.6. Investigation: customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
MDR 1 of 3: it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) the customer experienced false positive results. Gram-staining confirmed the false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "staff have pointed out that 3 bactec anaerobic bottles on 3 different patients. Which were all within an hour or less of reaching their 5 day negative point, have all flagged as positive and were then deemed to be false positives and reloaded. None have grown any bacteria and the plot data is all unremarkable." "¿ did you sub-culture and gram-stain all vials manually? Yes ¿ what was the result? No growth obtained. No organisms seen in gram. ¿ were patient samples involved? All 3 were patient samples ¿ were erroneous results provided to clinicians? No ¿ if so, was there any negative impact on patients? No clinical impact."